Event description:
The event is reported as: the et tube leak during intubation. The pt was re-intubated. No report of pt injury.

Manufacturer narrative:
It is unk if the device sample is available for eval. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint was cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.